Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation and pvl in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with 25mm bioprosthetic pericardial aortic valve, implanted for approximately 10 years and six (6) months, underwent a valve-in-valve procedure due to aortic insufficiency (ai) and 4+ perivalvular leak (pvl). The tavr was performed with a 26mm edwards transcatheter heart valve. Following valve deployment, the transthoracic echocardiogram and aortic root angiogram revealed a well placed and well seated valve, but with some aortic regurgitation. The paravalvular site was addressed with avp 2 plugs across the pvl. Subsequent echo and root angiography showed persistent but much improved 1+ ai and a well-placed and seated valve. The patient tolerated the procedure well. There were no complications noted. The patient left the operating room in good condition. The patient was discharged home on pod #2 in improved condition.